Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up and upon interrogation, multiple lead noise revision episodes were observed. High ventricular rate episodes caused by lead noise was also noted. The noise was not reproduced with isometric and pocket stimulation in both bipolar and unipolar settings. Programming changes were made. Patient had no consequences and will continue to be monitored.